Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event description: customer stated, "the pump drips too fast and over infused." Customer denies any patient injury and no further information as to the infusion rate or event description was provided.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 250ml/hr and 25ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.